Event description:
It was reported that during a peripheral intervention procedure, a balloon rupture occurred. The 100% stenosed lesion was located in a calcified and moderately tortuous left superficial femoral artery. Using an ipsilateral approach from the groin, the 2mm x 20mm x 143cm sterling balloon catheter crossed the lesion, and was inflated. The balloon ruptured at 12 atms, during the first inflation. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).